Event description:
It was reported that an impactor pad fractured when the doctor impacted the femoral component during implantation. There was no impact to the patient. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use with nicks, gouges, and worn. The unit was cracked and a piece fractured off. Additional review of the fracture identified the features to align with those reported in zrm_wa_0507_19 rev. 2 summary of failure analysis of knee impactor fractures and results are consistent with the common failure mode for overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striation features on the fractured surface. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.